Event description:
Reporter indicated a vns pt was having increased seizures. A battery estimate for the vns yielded -0.48 years remaining, indicating the generator is possibly nearing end of service. The pt has been referred to a surgeon for battery replacement surgery. Attempts for more info are in progress.